Event description:
The complainant reported that during prepping the automated impella controller, it fell and the front housing needs replacement. No patient involvement has been reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation into automated impella controller (aic) - damage before therapy has been completed. The console logs were analyzed with no observable anomaly. The console was visually inspected and confirmed to have cracks in the front and rear housing of the console. The root cause for aic -damage was from user interaction.